Event description:
It was reported that the insulin pump alarmed motor error during prime multiple times. No further information reported.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. No error alarms noted in the alarm history screen. The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The motor passed motor test. Unable to perform the prime test due to the motor error alarm anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.